Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12328. It was reported the patient was not experiencing effect stimulation despite several reprogramming sessions. The patient requested the system be explanted. Follow-up determined the system was explanted. Note this patient received three leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.